Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed 24 other similar product complaint(s) from this lot number.

Event description:
It was reported "4fr sl PICC was leaking at the hub directly after placement." Additional info received 03/28/2022: a detailed description of the event: notified by rn the PICC had been leaking since the insertion and the patient was scheduled for discharge, unable to visualize crack by obvious IV fluid leaking from extension hub with infusion and flushing. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Once IV infusion initiated per rn report, external. What was infusion when the leak was discovered? Meropenem. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Yes, yes. What type of catheter securement was utilized? Statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. One 4 fr powerpicc catheter was returned for evaluation. The catheter was returned trimmed at the 1 cm depth marker. The catheter was infused with water and the sample was observed to leak at the hub connection. A mold defect within the connector appeared to prevent firm attachment of the injection cap and luer lock syringe; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "4fr sl PICC was leaking at the hub directly after placement. " additional info received 03/28/2022 1. A detailed description of the event: notified by rn the PICC had been leaking since the insertion and the patient was scheduled for discharge, unable to visualize crack by obvious IV fluid leaking from extension hub with infusion and flushing 2. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Once IV infusion initiated per rn report, external 3. What was infusion when the leak was discovered? Meropenem 4. Any patient symptoms related to fluid leak? No 5. Was the catheter removed? Was a new catheter placed? Yes, yes 6. What type of catheter securement was utilized? Statlock.